Event description:
A customer reported getting a blank screen on their pxtra meter as they tried to turn the meter on by pressing a button and inserting a test strip. The customer further reported experiencing a hypoglycemic episode with subsequent loss of consciousness and self-treating with food to counteract the event. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed. Meter powered on with button but not insertion of cal bar. Meter did not power on with insertion of strips. Did observe power issue with strip port. Port issue has been identified to be caused by user misuse. This is a final report.